Event description:
It was reported that the patient underwent an initial right total knee arthroplasty with competitor product. Approximately 11 months post op, the patient was revised to zimmer biomet product. Subsequently, the patient was revised 1 year later due to a mechanical fall that caused instability, patellar grind, patellar maltracking and quadricep rupture. The quadricep muscle and vastus medialis were repaired along with the polyethylene liner exchanged. The patella is a competitor component that remained intact.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision notes: mechanical fall that led to instability with patellar grind, maltracking, and extensor mechanism weakness, no evidence of loosening or infection; noted laxity to varus valgus stress and extension to the knee that hyperextended a few degrees. Polyethylene exchange completed; uncomplicated procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.